Manufacturer narrative:
The device was returned and evaluated. Visual inspection confirms the tip has sheared off. The broken tip was not returned with the rest of the device. Shear failure of the hexalobe occurs when the applied force of the instrument exceeds the design strength. There were no manufacturing or processing-related irregularities. They were found to be properly manufactured and released in accordance with design specifications. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off in a screw during a spinal surgery. The screw and driver tip were removed from the patient, and a new screw was placed. There were no complications or symptoms due to this event.